Manufacturer narrative:
Device identifier: (B)(4). The device was not returned for evaluation. The device history record (DHR) was reviewed and did not reveal any anomaly that could explain the reported event. No similar complaint was received for a product from this batch. The complaint is unverifiable and its exact cause could not be determined. Each osv ii valve is pressure/flow tested at the end of its manufacturing process and all released valves from lot 211822 were tested within pressure/flow specifications. Valve underdrainage is a known patient-related complication of valve¿s therapy as stated in the device instructions for use. Early shunt obstructions may be related to the surgical technique (blood and debris introduced in the shunt at insertion time), or to patient physiological conditions (csf characteristics). The reported complaint is unconfirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) director of regulatory programs, office of product evaluation and quality and (B)(4) assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A coordinator reported in behalf of the customer that on (B)(6) 2019, the 909-713 osv ii caused hypertensive hydrocephalus. Patient underwent a ventriculoperitoneal shunt however, in less than 24 hours, the patient developed intracranial hypertension, requiring further surgery to change the product. The device was in contact with patient with no patient injury reported. There was no delay in surgery reported. Additional information has been requested.